Manufacturer narrative:
D3/g1 additional email: (B)(6).

Event description:
It was reported that during a procedure, when the pedal was pressed, there was a spark which caused an impact, and the fiber broke. The patient and procedure outcome are unknown.